Event description:
It was reported to philips that the power supply to charge the monitor is broken. There was no report of patient involvement.

Manufacturer narrative:
The customer / clinical engineer worked with the philips technical support representative. The clinical engineer found that iec plug on power supply module is broken. The device needs an ac power module. Upon conclusion of the evaluation, it was determined that the ac power module requires replacement. It was replaced. The device passed testing and was put back into service.